Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient died at an outside hospital, the site was not able to obtain study records. The site made a couple of attempts, but they could not obtain any records regarding the cause of the death. No further information provided at this time.